Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the force bipolar instrument broke at the wrist and did not allow the instrument t be removed from the cannula. The procedure was completed as planned with no reported injury. On 26-jan-2021, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient and there was no patient harm. The instrument was inspected before use. They were able to remove the trocar and instrument from the patient without any medical intervention. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have a severely bent grip at the distal end. Additional findings not reported by site: the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test.